Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure on the station. They confirmed that they had already performed a station reboot followed by a recover storage space attempt but the issue had still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that the pharmacist checked the matrix drawer connection and found it loose. The station was shut down, and the connection was fully clicked in. The system functioned as intended after the customer resolved the device.